Event description:
It was reported that (1) ez45g was used during a thoracoscopy procedure. It was reported by the rep that the surgeon placed the lung tissue in the jaws of the ez45g, but had difficulty closing the device. After finally successfully clamping down on the tissue, the surgeon tried to open the jaws in order to reposition the tissue in the device, but then had difficulty getting the jaws to open. When the surgeon was able to open the jaws, he decided not to use the stapler. Instead he opened another ez45g to finish the case. There was no consequence to the pt.